Event description:
Breast hardness, arm and hand pain, shoulder pain, finger and foot joints swollen, painful and stiffness in am, fatigue, muscle fatigue, rashes on back of arms and thighs, right breast tenderness, numbness, general aching and stiffness, swollen glands under right arm, visible implant wrinkles, and coldness and pain of extremities and breasts.